Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to the emergency room after receiving shocks for induced ventricular tachycardia. The physician believed that the device induced the arrhythmia. There was one instance of a sensor driven atrial pace covered up by a ventricular event. Dialing back the sensor was recommended. No further information is available.